Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the reported event date shows all laser system functions were within specifications. During start-up of the system the vacuum and the energy were performed without any issue. The ablation test was performed and without any issue, however, the ablated edge ring is not between the two green circles of the video image, which is a criteria for passing the ablation check. The energy was stable during the whole day. Logfile shows five successfully performed treatments. No error and warning messages appeared on the reported event date. No technical root cause could be identified during logfile review. During an onsite visit to service the device, the field service engineer replaced detected that the shift was caused by the microscope being loose in the mount, which is typically caused by external force. When retightened in place, the microscope was well aligned and no shift of the camera itself was detected. No other device-related issues were identified. A preliminary assessment by a senior clinical application specialist concluded that the misalignment of the flap was in the horizontal plane. The depth profile of the flap is set by a scanner independent of the microscope and was in the valid range. Since the ablation check also sets the flap within the two green lines, when this is not correctly set, it can influence the flap positioning. The user did not follow written instructions to not perform treatments with a failed ablation check. Field service engineer realigned microscope and requalified system. Field service engineer performed system verification as per service installation record and concluded device met specifications. User handling error, since the failed ablation check was ignored by customer, and treatments have been performed. On a later site visit, field service engineer replaced microscope and it's mounting, and performed system verification, confirming that system met specifications as per service installation record and signed. Root cause for the reported events can be concluded as user handling error, since the failed ablation check was ignored by customer, and treatments have been performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ablation check is out of specifications and flaps were cut out of range and not as set on the cornea (flap decentered) in the unknown eye of a patient during lasik surgery.